Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient was almost healed and she got infected and the infection took a long time to heal. It was (B)(6) 2019 when she was healed. No further complications were reported or are anticipated.